Event description:
Philips received a complaint on the v60 ventilator indicating that the patient circuit disconnect alarm was not appearing. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. After the initial allegation, a remote service engineer (rse) provided that the issue was not found/duplicated. During the remote service the ventilator was observed to be working fine. The device was confirmed to meet specifications and was returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
(B)(4).